Event description:
It was reported the asymptomatic patient presented remotely via merlin.net. Upon review of transmission, it was observed the implantable cardiac defibrillator (ICD) recorded episodes of non-sustained right ventricular oversensing due to loss of capture. Further evaluation showed an increase in ventricular pulse amplitude. Programming adjustments were discussed, however no interventions made. The patient was stable.